Event description:
It was reported there was a white, floating particle inside of a small volume intermate. This observation was made after the device was filled with flucloxacillin (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): manufactured on november 5, 2014-november 10, 2014. The device was returned for evaluation. A visual inspection revealed white particulate matter floating in the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.